Manufacturer narrative:
(B)(4): team from ees met with certified surgical assistant (csa) at account on (B)(4) 2011: csa noted that as the firing trigger was being pulled to form the staples he would notice a snap sound and that the firing trigger would have no closing resistance. He noted that this would occur approximately half way through the firing stroke. He also stated the staple form was straight with the points sticking down. He said that the staples occasionally stuck in the device but for the most part they would be barely into the tissue and any lateral movement of the tissue would pop the staple out.

Event description:
It was reported that during a c-section procedure, the staples were not forming; they were not holding the skin. Some staples did not form at all. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.